Manufacturer narrative:
The device intended for use in treatment was returned for evaluation, establishing a relationship between the event reported. A visual inspection found no faults, a functional evaluation found ¿device failed- please return" error message when turned on. This error could occur due to an internal hardware or software related issue. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance therapy will still be delivered. A review of manufacturing records for the reported lot/batch, found no non-conformances or anomalies during production. The device/product met all specifications upon release into distribution.¿ complaint history for the reported event has been reviewed, revealing further instances, these instances are being monitored to determine if additional actions are required. This investigation is now complete with no further action deemed necessary, please be assured that all products are released to market following rigorous quality checks during production and prior to dispatch. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.

Event description:
It was reported that the device was alarming, but still working. It is unknown if it showed any error messages on the screen. No harm or injury was caused due to the malfunctioning equipment, backup was available. Investigation approved on 04-aug-2020 confirmed the failure device failed.